Event description:
Per patient cnss (B)(6) - patient's ms3 pump sn (B)(4) malfunctioned during training and is no longer in service - was not attached to patient at the time of malfunction - no harm to patient - sending a new pump to cnss for early am tomorrow with a return box - no further information available. Diagnosis or reason for use: primary pulmonary hypertension.